Manufacturer narrative:
Date of event will be estimated as (B)(6) 2022. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the recurrent mr with heart failure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing m to <1. In (B)(6) of 2022 the patient was hospitalized with heart failure. It was noted the mr had increased. The implanted clips were confirmed to stable on both leaflets. A second procedure will be performed at a later time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported mr could not be determined. The reported heart failure appears to be a cascading effect of the reported mr. The reported effect of mr and heart failure are listed in the mitraclip instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.